Event description:
Customer reported that a printout of a 12-lead ECG had inverted r waves in the v1 location. The data provided on the monitor is correct. No adverse patient outcome occurred. Investigation by the manufacturer found a software anomaly.